Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that one opened box with twenty-one packets that pertains to product code z357e was received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. "A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified."

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. When using the suture and suture was broken as well however not were the needle is attached but somewhere on the suture. Then the got another suture and that one worked. There were no reported adverse consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not received. Additional information provided: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. Additional information has been requested and received. Attempts to obtain the product sample have been made. If further details are received at a later date a supplemental medwatch will be sent. * what is the lot number for each device? They were from the same box so it¿s the same lot for both of them. Lot tamlup * please perform and document the follow up attempt for product return. Returned related events captured: mw# 2210968-2023-03342. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.